Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the distribution node (dn) to rear te cable was pulled from the strain relief at the dn. The cause for the incoming test failures is the pulled cable. The root cause of the damaged cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged able and wires. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.